Event description:
As reported, a ncircle tipless stone extractor was used during an unspecified kidney procedure when the basket was unable to hold the stone. No damage was observed on the device, and a laser was not used in conjunction with the extractor. The device was removed and replaced with a new unspecified basket, after which the procedure was completed successfully. No portion of the extractor remained inside the patient. The patient did not require any additional procedures and experienced no adverse effects related to this occurrence.

Manufacturer narrative:
E1- additional address: (B)(6). G4 - PMA/510(k) # exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.